Event description:
A male underwent an uncomplicated coronary intervention in 2008, utilizing a 6f sheath in the right cfa. The physician proceeded to use the mynx closure device, which was reported as a smooth deployment performed per IFU and without complication. There was some brisk oozing post-mynx in which a femstop was applied, and hemostasis was achieved with no hematoma noted post-procedure. That evening, the pt had some pain in the right calf and foot, however, symptoms improved with no further complaints. The next morning, the pt was asymptomatic, however, the right foot was documented as slightly cooler than the left, with diminished pulses. The pt underwent right femoral and right pedal thrombectomies in which material was excised from the sfa and dorsalis pedis. A patch angioplasty was performed on the cfa which of note, the vascular surgeon documented as a 6-8mm large access site, which is much larger than that of a 6f sheath (approx 2.8mm). The cause for the larger access site, and any possible relation to the reported lower extremity thrombus is unk. The pt tolerated the procedure well and without complication. The pt was discharged on two days later, without further incident.

Manufacturer narrative:
The device was not returned for eval, however, the lot number was provided for review. No issues were noted during the lhr review that suggests the device may have caused or contributed to the reported incident. Based on the info provided and the investigation performed, the root cause of the incident could not be determined. The excised material was returned to the MFR for eval, however, investigations are ongoing. It remains inconclusive as to the contents/pathology of the material (i.e. Thrombus, fragments of plaque, and/or any other debris due to the index procedure or mynx procedure). Based on the info provided, there is no evidence to suggest that the mynx device did not meet specifications or perform as intended per IFU, of note, it was noted that the cfa access site was approx 6-8mm in size, which is larger than a 6-7f sheath. The cause for the larger access site, and any possible relation to the reported incident is unk. The physician could not explain the increased arteriotomy size, and could not recall anything during the procedure which could have resulted in tearing or widening of the arteriotomy. The mynx is indicated for use to seal femoral arterial access sites utilizing a 5f, 6f or 7f procedural sheath. The safety and effectiveness of the mynx in closing arterial access sites larger than 7f has not been documented.